Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: a vyaire failure analysis technician was unable to verify the reported issue. Device passed all testing and met all specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator is experiencing a fio2 out of range. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis team was unable to duplicate the customer's reported issue. The vela blender was removed and disposed.